Event description:
Boston scientific received information that the patient with this right ventricular defibrillation lead was hospitalized. The patient was treated for an infection. Three leads were explanted and the device was deactivated. The patient was transferred to a local hospital for treatment and will be scheduled for another implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.